Event description:
Received information from an optometrist indicating that a patient who was fit with acuvue advance with hydraclear contact lenses developed a acathamoeba infection. They learned of the adverse event from the pt's family member. Contact was made with the treating ophthamologist's office for additional info, however no information was provided.